Manufacturer narrative:
Event date is an estimate. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg was displaying end of life messages. As result, surgical intervention may occur on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-16811, 3006705815-2022-16812. It was reported that the patient's ipg was displaying end of life messages. It was also reported that leads had high impedance. As result, surgical intervention was undertaken on (B)(6) 2022 where the ipg and one lead were explanted and replaced, and another lead repositioned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.